Event description:
The reporter noted the dermatome s "blade shimmies off of the holding pin, set screw loosens to the side of unit." On (B)(6) 2012 the biomed stated that this was discovered prior to use on a pt, no pt involvement, injury or delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.